Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that air bubbles were found in the reservoir and tubing. It was stated that the customer did not store insulin at room temperature, the reservoirs were not prefilled and the insulin pump was not rewound with a reservoir in place. No leaks were detected. Blood glucose value was 456 mg/dl. It was advised to review the relevant instructions for use regarding the infusion set and insulin pump.